Manufacturer narrative:
Additional, changed, and/or corrected data: b3, d9, h6.

Event description:
Patient reporting a left side capsular contracture, baker grade IV, late seroma and exchange from a textured to smooth breast implant due to the concern with the product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, seroma-late, anxiety-product/procedure.

Event description:
Patient reporting a left side capsular contracture baker grade IV, late seroma, and exchange from a textured to smooth breast implant due to the patient's concern with the product. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
Laboratory analysis summary the device related to the reported events capsular contracture, anxiety-product/procedure and seroma-late was received on march 11, 2025, with lot number 2478902. Based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe. ¿ anxiety-product/procedure: unable to observe. ¿ seroma-late: unable to observe. As per the investigation procedure, creases and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reporting a left side capsular contracture, baker grade IV, late seroma and exchange from a textured to smooth breast implant due to the concern with the product. Device has been explanted.